Manufacturer narrative:
Submit date: 22-may-2017.

Event description:
The customer reports the unit failed to deliver 1000ml accurately.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failed to deliver 1000ml accurately. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit failed to deliver 1000ml accurately.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the unit failed to deliver 1000ml accurately.